Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer called to troubleshoot and discovered that the insulin pump had experienced an rf communication error. Customer's blood glucose at the time of the incident was not included in the report. Customer's current blood glucose reading was 5.3 mmol/l. Product is not expected to return.

Manufacturer narrative:
Findings: the correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unable to upload to carelink, problem isolated. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.